Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare professional reported via the manufacturer representative that there was an infection at the incision site. The battery and leads were explanted completely and the issue was resolved at the time of the report. The indication for use was non-malignant pain. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.